Event description:
It has been reported to philips that the wireless footswitch failed. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the wireless footswitch base station was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use. Per the information collected, the led indicator of the was red and the battery indicator is green. The wireless footswitch failed during the implementation of fco72200497. Fse replaced the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.